Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited error code 1870 four times and was not able to be resolved with troubleshooting. No adverse patient effects were reported. No additional information is available at this time.